Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The distribution center reported that when they opened the angio-seal package, the temperature indicator label was coming off. Additional information was received on 18nov2020. The issue was noted during (B)(6) labeling process in the warehouse.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was returned for product evaluation. Visual inspection revealed that there was no temperature control label present on the header bag. The yellow label appeared to be peeled off and the temperature dot is present. No other visual anomalies were noted. Based on the finding of the evaluation, the complaint could be confirmed for missing/lost control temperature label. Based on the investigation, the principle root cause of this event was attributed to manufacturing method. A non-conformation report (nc) was also initiated to investigate this issue and a supplier corrective action report (scar) was initiated for proper investigation. Appropriate actions have been taken by the manufacturing site the previous complaint (com).

Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device.